Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump's escape and act buttons were unresponsive. Blood glucose level at the time of the incident was 467 mg/dl. Troubleshooting was not performed. The caller stated that she would consult with the customer's physician. The insulin pump was not replaced or returned for analysis.